Event description:
Customer reports blackened connector pins on the inform system. Customer states the meter appears to be melted. No adverse event reported. Requested return of suspect device and replacement was sent.